Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon further review the lead was not removed, it was pulled and the patient needed to see the hcp to have the lead checked. Patient called back on (B)(6) 2025 once the low battery message was resolved and was able to adjust the stim on program 6 to 1.1.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that the wire was pulled yesterday morning and they had to go to the clinic to fix it. They also mentioned that they were not feeling any. Checked the programmer it was off was about to turn on the therapy but it was low battery. The issue was resolved at the time of report. Surgical intervention was not occurred.

Manufacturer narrative:
Continuation of d10: product ID neu unknown lead, lot# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.